Event description:
During svc of the unit a no alarm for heart rate slow was found, due to analog board being out of spec. The customer refused corrective action. Monitor has been disabled and returned.